Event description:
Complainant alleged that while attempting to monitor a conscious patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the full disclosure report and clinical data from the event was returned. Review of the data files did not show evidence of the customer's report. There were eight analyses in the case and each resulted in a no shock advised decision. It is important to note the AED plus operator's guide (9650-0300-01 rev. V) states, "do not use when a patient: is conscious; is breathing; or has a detectable pulse or other signs of circulation." Analysis of reports of this type has not identified an increase in trend.